Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Device analysis for the desktop charger found the cable assembly was damaged.

Event description:
The patient reported that the implantable neurostimulator recharger (insr) was not charging. The patient had difficulty recharging the implantable neurostimulator (ins). The patient did not see the insr icon, only the warning symbol, and empty ins, and a plug. Last successful recharge was last week. Up until the past few recharges, they have had the arrow from the power supply and the arrow on the insr pointed directly at each other. Recently, he had the power arrow on the bottom and the insr arrow on the top, which had been working. The patient would have to force the connector pin into the insr to have the arrows directly facing each other. He did not want to force it. Now the insr was not taking a charge. It was determined that the connector was broken. No patient injury reported. No symptoms reported. The indication for use included non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.